Event description:
It is reported that the device was implanted in 2008, and was explanted four months later, due to the patient falling and dislocating her hip.

Manufacturer narrative:
Evaluation summary: the complaint states that the alleged revision surgery was due to the patient falling and dislocating the liner. Per the package insert it states that the device can dislocate if subjected to excess loading and additional surgery is required once dislocated. It is also mentioned in the package insert that high activity level may force the joint to exceed those range of motion limits. X-rays were not provided for review. Patient activity, height and weight are unknown. Based on the provided information a definitive cause for the liner dislocating is unknown. Evaluation results/conclusions: device history records indicate all components were manufactured and inspected to specification.